Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 3 months. Device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient was admitted on (B)(6) 2017 with subarachnoid hemorrhage (sah) and an inr of 16. The hemorrhage worsened on (B)(6) 2017, and the patient was transitioned to hospice care. The patient expired on (B)(6) 2017 after experiencing declining neurological status. Low flow alarms occurred only after patient expired. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump and a correlation between the device and the reported subarachnoid hemorrhage and subsequent patient outcome could not be conclusively determined. The pump was returned assembled with the driveline intact. Visual inspection of the returned portion of the sealed inflow conduit revealed the presence of loosely clotted blood. Examination of the sealed outflow conduit revealed soft depositions of loosely clotted blood mixed with tissue-like clotted blood. Upon disassembly of the pump, similar depositions of loosely clotted blood and tissue-like clotted blood were found on the rotor and extending through the outlet stator. All observed depositions in the device were unstructured, non-laminated, and were not adhered to the blood-contacting surfaces. Moreover, the depositions in the pump showed no evidence of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition in that location was present while the rotor was spinning during pump support. The observed depositions appeared consistent with poor surface washing resulting from an interruption in flow. The evaluation could not conclusively determine a specific cause for the flow interruption; however, the depositions appeared consistent with post-mortem blood remaining stagnant in the device. The depositions of blood did not appear to have been present while the pump was supporting the patient and would not have contributed to a functional issue. Visual inspection of the smooth and textured blood-contacting surfaces of the returned device revealed no evidence of any developed or adhered depositions or thrombus formations. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke, bleeding and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.